Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. On (B)(6) 2011, the patient was diagnosed with unstable angina and non q-wave non st elevation myocardial infarction (nstemi). Cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure was performed. Target lesion #1 was a denovo lesion located in the distal right coronary artery (rca) with 95% stenosis and was 8 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with direct placement using 2.25 x 12 mm taxus liberté atom stent. Following post deployment, a very small non flow limiting dissection at proximal edge of this study stent was noted. The physician treated the event with placement of a 2.25 x 8 mm taxus liberté atom stent overlapping proximally with 2.25 x 12 mm taxus liberté atom stent, resulting in 0% residual stenosis. Target lesion #2 was a de novo long lesion located from proximal rca to mid rca with 80% stenosis and was 28 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with direct stent placement using a 2.50 x 32 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).